Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had a pocket revision because something was poking through the skin. There was no breakage in the skin. The physician decided to explant the device because the pocket site was not healing. The physician did not believe that the event was device related but due to the fact that the patient had diabetes and prone to infection.